Manufacturer narrative:
On (B)(4) 2011, a bci field service engineer (fse) replaced the rm car reader. He ran qc and startup and the results were within specifications. Root cause was reagent management card reader.

Event description:
A customer contacted beckman coulter inc. (Bci) to report observing smoke emitting from the coulter diff act2 analyzer. The customer reported she placed a used reagent management (rm) card into the rm card reader to download iqap data. The customer attempted to remove the rm card when the entire rm card reader came out. The customer pushed the rm card reader back into the instrument, when she noticed the smoke. Customer immediately powered instrument off and contacted bci technical support, who instructed customer to unplug instrument. No injury or exposure/contact to eye, skin, open wounds, or mucus membrane had occurred. The customer did not seek medical attention.